Event description:
During surgery, a sterile package was found where the inner pouch had a slight hole; clinician decided to use it as is.

Manufacturer narrative:
Additional information has been requested. Device was not explanted. The investigation is ongoing, no sample will be returned. Device history record is in the evaluation process. Recall related to packaging was initiated for this device.